Event description:
Report received that while performing a lengthy and bloody abdominal case, strikethrough occurred around the sleeve from about the area just above the cuff of the glove to just below the elbow. The surgeon uses eudermic gloves that do not have a beaded cuff, however, the surgeon does not attribute the strikethrough because of the gloves. No known blood borne pathogens involved.